Event description:
It was reported that a pump has a system error 322. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 322 through the history log, but could not reproduce it. Review of known contributors led to the determination that the input/output printed circuit board connector pins were not making full contact with the upper auxiliary flex traces and therefore causing the system error 322s. The upper auxiliary assembly and input/output printed circuit board were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.